Manufacturer narrative:
Reference request letter dated 2/20/98.

Event description:
After 12 hours of iab therapy, alarms sounded and a leak was detected, the iab was removed and replaced. No pt injury or further complications occurred.